Event description:
It was reported that the hemfsm10 was found to be providing inaccurate results when attached to a patient. The left foresight temporal probe was reading 55 percent sto2 while the right foresight temporal probe was reading 75 percent sto2. After switching out the defective cable the reading was 75 percent sto2 bilaterally. The issue was found while applying the product to patient. No physical damage appears to be present. This was during use. There is no patient injury. The patient was a white male approximately 60 to 70 years old. No other demographics were available.

Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed, a supplemental report will be submitted. The device history review was completed and all inspections passed with no non-conformances. The UDI was unavailable in the system.

Manufacturer narrative:
One hemfsm10 was returned for evaluation. The hemfsm10 was connected to a simulator and channel 1 and 2 displayed 65 percent sto2 readings within 5 percent. Moving the cables at no point had an effect on the readings. No error messages or damage was found. They left the hemfsm10 to monitor for 1 hour and the readings did not change. There was no defect found.